Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that ventilator was showing low o2 concentration alarm. The o2 cell was replaced but no parts has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that during ventilation, the ventilator was alarming for low o2 concentration. There was no patient harm. Manufacturer ref.#: (B)(4).